Event description:
Doctor reported a file separated in canal during a procedure. Separated piece was not able to be retrieved. There was no report of pt injury.

Manufacturer narrative:
In this incident there was no report of injury to the pt. However, as a result of this malfunction, the potential for surgical intervention exists (though inadvisable per expert opinion provided by dr) to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events. This event, therefore, is reportable. Further info regarding evaluation results and/or patient status will be submitted if it becomes available. This event is one of three concurrently reported by the initial reporter which pertains to the catalog number referenced. Reference MFR report #'s 2320721-2004-00500 and 2320721-2004-00501.